Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In early (B)(6) 2017 after the patient returned home from school she reported to her parent that she could no longer hear with the device. There is no report of accident or trauma and no lesions were noted at the implant site. The patient may be re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In early (B)(6) 2017 after the recipient returned home from school she reported to her parent that she could no longer hear with the device. The recipient had good benefit before that. There is no report of accident or trauma and no lesions were noted at the implant site. The recipient was re-implanted.